Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was sleeping when she experienced low blood glucose and was convulsing and her daughter found her. The customer did not recall the date of the event but it happened years ago. Blood glucose value is unknown. Customer stated she was assisted by the paramedics but was not taken to the hospital. She stated the low blood glucose level might have been caused by over delivering insulin and declined troubleshooting.